Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "pain, hardening and deformation of the right breast and was diagnosed with capsular contracture (baker grade and diagnostic method unknown)". Patient additionally reported joint pain in their feet that they suffer from occasionally. This record relates to the right side. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient later reported seroma-late and rupture.

Event description:
Patient later reported "implant replacement due to a capsular fibrosis baker grade IV on the right with capsule rupture and hematoma, the implants were sent back in the return kit." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product-procedure: unable to observe since it is not related to the device. Hematoma: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Pain-ndr: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient later reported, "implant replacement, due to a capsular fibrosis, baker grade IV. On the right with capsule rupture and hematoma. The implants were sent back in the return kit". The device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV and rupture.